Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced a loss of consciousness. Customer was unable to self-treat and was administered an glucose injection (dose/type unspecified) by third-party, spouse. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the sensor tail. Data was successfully extracted from the returned sensor using approve software. Low signal loss was observed. Visual inspection of the pcba (printed circuit board assembly)was performed on the de-cased sensor. No issue were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. This issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced a loss of consciousness. Customer was unable to self-treat and was administered an glucose injection (dose/type unspecified) by third-party, spouse. No further treatment was reported. There was no report of death or permanent impairment associated with this event.